Event description:
After the tightrope was inserted, while cyclically cinching the round button down on the lateral side, the #5 fiberwire broke. Another tightrope was used with the same result. The fiberwire broke at the level of the round button both times. It seemed to abrade through the jacket. A third tightrope of another lot was used and worked properly to complete the case. The quality of bone was good. A 3.5 drill was used. A small medial incision was made to retrieve the oblong buttons.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Returned device includes 2 buttons and 4 pieces of sutures. Two of the suture pieces were threaded through the buttons. The tips of the sutures are frayed. On the sutures that are threaded through the button, the sutures are frayed closer to the button. There are several nicks on both buttons surfaces and ID of the holes. There were no suture breakage noted as a result of the function test. Based on the information provided and the investigation findings, the cause of the event could not be determined. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.